Event description:
It was reported that a physician wished to ask about an electrogram (egm) which displayed ventricular oversensing that they received via remote monitoring from the patient's implantable cardioverter defibrillator (ICD). The physicians are currently monitoring the patient, and do not plan for more intervention at the moment. The patient is stable.